Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination when the pump was pressed it was dimpled. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was microscopically inspected, and tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak testing. The ms pump failed the activation tests. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination when the pump was pressed it was dimpled. The pump was explanted and replaced. No patient complications were reported.